Event description:
It was reported that the subject device had a faulty electrical contact, the terminals need cleaning. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: broken video cable; damaged fiber bonding in the outer tube area (distal end); cracked cover glass of the insertion section; error b31; and no image was displayed. A definitive root cause could not be identified. Based on the results of the investigation: it is likely that the error b31 occurred due to a broken video cable. It is likely that the image was not displayed due to error b31. A definitive root cause could not be identified for the damage to the fiber bonding in the outer tube area (distal end). A definitive root cause could not be identified for the cracked cover glass of the insertion section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred before starting a therapeutic laparoscopic procedure. The procedure was able to be completed using a similar device after a short delay.